Manufacturer narrative:
The devices associated with this report were not returned. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there were no deviation or failure investigation reports. Review of the provided x-rays shows the metaglene was positioned a little higher than usual. A centric glenosphere was used considering the shape of the scapula (subject to notching problem). The chosen upper screw was a little longer. This analysis has not highlighted any product failure. The need for corrective action is not indicated.

Event description:
Surgeon reviewed patient xrays post operatively concerned the metaglene screws were too long there was evidence of scapular notching.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.